Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent in a patient. The target lesion, located in the lcx # 13 was described as excessively tortuous, severly calcified with 75% stenosis. There was a previously deployed stent (other manufacturer) in 50% stenosis at lcx#11, it is reported that the lesion was pre-dilated; however, the relevant device could not cross through the previously deployed stent. The physician determined to withdraw the relevant device attempting to pull it back into the guide catheter. Then the stent dislodged in the vessel. The dislodged stent was retrieved from the patient's body with a snare, then another manufacturer stent was deployed to target lesion. Communication from the field confirmed that no abnormalities were noted during inspection prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon had not been inflated. There was a small amount of clear liquid present in the inflation lumen. The first three segments at one end of the stent were damaged and deformed. At the other end, the sixth segment was bent. Visual inspection of the balloon confirmed the presence of distal and proximal pillows and the stent crimp/bake impressions were clearly present on the balloon. The balloon folds were partially open on the distal pillow and along the balloon working length. Based on the information received from the field, it appears most likely that the 50% stenosis at the site of the previously deployed lcx #11 most likely impacted on the deliverability of the relevant stent to the lesion at lcx #13. The stent security may have been impacted during delivery or during the attempted withdrawal of the stent back into the guide catheter, which is contradicted in the endeavor jx instructions for use (IFU). Visual inspections completed confirm that the device was visually acceptable on release from manufacturing. Communication from the field has confirmed that there was not damage or issue with the device on inspection prior to use. The device has not been identified as the root cause of the dislodgement. The root cause of the dislodgement was most likely due to the operational context of the device as it could not cross through a restenosis of a previously deployed stent, in combination with the attempted withdrawal of the undeployed stent into the guide catheter.

Manufacturer narrative:
Secondary intervention: the dislodged stent was retrieved from the patient's body with a snare, then another manufacturer stent was deployed to target lesion. Evaluation: results: attempted withdrawal of the undeployed stent into the guide catheter. Stent dislodgement, 50% stenosis at lcx #11. Evaluation: conclusion: attempted withdrawal of the undeployed stent into the guide catheter, 50% stenosis at lcx #11.